Manufacturer narrative:
The thermogard console was evaluated by zoll service personnel at the customer site. The reported complaint of the thermogard console sn (B)(4) displayed an air trap warning alarm was confirmed during functional testing and archive data review. The root cause of the error message was the defective air trap sensor board due to a possible overflow of fluid into the air trap chamber, likely attributed to user mishandling. There was no history of start-up kit (suk) leak complaints reported by this customer. No physical damage was observed on the thermogard console during visual inspection. An event log data review was performed and revealed multiple mid:09 (air trap assembly) error messages, confirming the reported complaint. The thermogard console failed the initial functional test. The console displayed an air trap warning, thus confirming the reported complaint. Observed saline fluid on the air trap sensor board. The air trap sensor block was replaced to address the error. Following service, the thermogard console passed the final functional test and electrical safety tests without any error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the thermogard console with serial number (B)(4).

Event description:
During the ivtm therapy, the customer reported the thermogard console sn (B)(4) displayed an air trap warning alarm. The customer dried and cleaned air trap but the alarm did not clear. No additional information was provided. The patient's status information was requested but the customer did not provide a response.